Event description:
The customer reported that the system locked up and then shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All power supply voltages were adjusted. The system was then found to be operating as intended.